Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Caller retried the change cartridge step on their own and was successful, with instructions from technical support to inspect and clean the pneumatic tap area and complete the load process, allowing the caller to resume insulin delivery.